Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. After the spaceoar procedure, the patient presented with a rectal abscess, discomfort, pain, gastrointestinal ulcer and rectal wall infiltration. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.